Event description:
A distributor notified zoll that a (B)(6) female pt passed away while at home on (B)(6) 2015. The lifevest delivered three treatments at 06:08:18, 06:08:47, and 06:09:14. The rhythm at the time of the treatments was asystole. Asystole is considered a non-treatable rhythm. Oversensing of small cardiac signal and intermittent cardiac activity contributed to the false detections. The response buttons were not pressed during the event. The pt subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were found to be fully functional. There was no device malfunction. There is no indication that the treatments during asystole caused or contributed to the pt death. No ventricular arrhythmias were detected by the lifevest. Usage: monitor sn (B)(4): 06/01/2011. Electrode belt sn (B)(4): 07/01/2014.